Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer reported receiving an unspecified lower sensor reading on the adc device, compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer reported no symptoms of glycemic instability with regard to the adc device issue and self-managed (unspecified) to treat themselves. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.